Event description:
The user facility reports they had two products but threw one away. The product was in use with the patient for one day and then stopped working. The user facility is not sure why the product stopped functioning. No patient injury was reported, but intervention was required.